Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the the cause of the rep was not sure of the cause of the patient's lockout; the rep stated that that is why technical services was called. It was believed that the extended lockout was resolved. The physician changed the lockout duration. Since the rep was not a managing physician, he had not been to the monthly medication refills. The physician told the rep that if there were any other issues, he would let the rep know. The rep had not heard anything. The 90% lag issue had resolved.

Event description:
Information was received from multiple sources including a healthcare provider (hcp) and a manufacturer's representative (rep) regarding a patient receiving hydromorphone via an implantable infusion pump for non-malignant pain. It was reported that the patient's personal therapy manager (ptm) settings were programmed to 1 bolus/hour, 5 bolus/day, and a 20 minute lockout. It was reported that the patient was experiencing an extended lockout of approximately 10 hours and clarification was requested. The patient had a dose increase the previous day, including physician boluses. Review of the technical reports indicated that the patient had 1 ptm bolus delivered yesterday and 5 boluses available today. The next refill date of (B)(6) 2026 was reviewed and appeared accurate per the hcp. The technical services specialist (tss) assisted with troubleshooting by reviewing ptm and pump reports. Additional steps included decoupling and re-coupling the ptm. During this process, the ptm was observed to lag at 90%, and the tss assisted with clearing the ptm data. By the end of the call, the patient had approximately 6 hours and 30 minutes of lockout remaining. The tss educated the hcp that the patient would need to wait for the lockout period to fully reset before additional ptm boluses would be available, and advised to recheck ptm settings after reset and refill tomorrow. The patient was going to be at the clinic the following day and a rep would be present so they would follow-up for additional assistance as needed. No further issues were reported at this time.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.